Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in (B)(4) of diarrhea and peritonitis in a patient coincident to receiving dianeal pd4, g-1.5% ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2012, dianeal pd4, g-1.5% ultrabag therapy was temporarily withdrawn. In (B)(6) 2012, the patient experienced diarrhea and turbid peritoneal effluent. The patient stated, she had diarrhea before the abdominal pain. On an unreported date, the patient was hospitalized. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with antibiotic therapy (medication, dose, route and frequency not reported). At the time of this report, the patient remained hospitalized. The physician stated the peritonitis was more likely related to the pd procedure and the patient's own condition.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.